Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer was not able to reset pump at time of call, so technical support advised customer to perform pump reset upon returning home and to follow up afterward,. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.